Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil lp and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp through the microcatheter, the physician experienced resistance and the ruby coil lp unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached coil was removed. The procedure was completed using a new ruby coil lp and a new microcatheter. There was no report of an adverse effect to the patient.